Manufacturer narrative:
The impella lp 2.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) male had impella lp 2.5 pump inserted in the right femoral. On (B)(6) 2019 the patient developed limb ischemia in lower limb, as a result an antegrade sheath was inserted. The next day the color of the lower limbs improved.

Manufacturer narrative:
The root cause of the leg ischemia could not be determined because the introducer was not returned for evaluation.